Event description:
The customer reported they could not shutdown and when the device is on ac/dc power, it boots up itself. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported they could not shutdown and when the device is on ac/dc power, it boots up itself. There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.